Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the access instrument for two patients. Patient a: a serum sample from this pt was tested for accu tni and a result of 2.02ng/ml was obtained. A 2nd sample (plasma) was tested twice and results were 0.01ng/ml and 0.36ng/ml respectively. On the next day both samples were re-tested and repeated results were 0.01ng/ml and 0.04ng/ml respectively. Patient b: an accu tni result was 4.2ng/ml. No additional testing was performed by the customer. The pt was transferred to another facility were it is believed by the customer that another troponin was tested and was negative. However, no data has been provided to support this info. The erroneous values were reported out of the lab. No report of death, injury was reported for either pt.

Manufacturer narrative:
Qc performed before and after the event resulted within range. System checks ran in 2008 and six days later passed. Another system check performed a week after the original date failed. Initial testing five days after the original date, was performed from the primary tube. Repeat testing for pt a was done from frozen samples that were thaw, re-centrifuged, and aliquoted. A field service engineer (fse) was dispatched to the customer's lab nine days after the original date: the fse ran a system check which passed; however, the fse noted some variance in recovery. The fse performed further troubleshooting and replaced several hardware components. The fse performed diagnostic testing and multiple replicates of level I and iii qc precision testing; all tests passed. The fse discussed diagnostic testing and results with the ER physician. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
The patient had an EKG, which resulted as normal.

Manufacturer narrative:
This update is for patient #1. An adverse event box was not marked in the original report.also, the patient had an EKG performed which was not indicated in the original report.